Event description:
It was reported that the device intermittently turns itself off. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or replicate the reported problem. One of the battery posts was loose but proper device operation observed through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event was not determined. The third party service agent evaluated the device and was unable to verify or duplicate the reported problem. The service agent did observed a battery pin to be loose. The service agent tightened the battery pin and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event was not determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or replicate the reported problem. One of the battery posts was loose but proper device operation observed through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event was not determined.